Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the MRI powerport isp products that are cleared in the us. The pro code and 510 k number for the MRI powerport isp products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI powerport isp. Prior to the procedure, the irrigation step, poor flushing was observed through the introducer needle. Upon inspection, metallic debris was found obstructing the introducer needle tubing, indicating a quality defect that rendered the device unusable. There was no patient contact.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI powerport isp. Prior to the procedure, the irrigation step, poor flushing was observed through the introducer needle. Upon inspection, metallic debris was found obstructing the introducer needle tubing, indicating a quality defect that rendered the device unusable. There was no patient contact.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the MRI powerport isp products that are cleared in the us. The pro code and 510 k number for the MRI powerport isp products are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the sample was not returned for evaluation. One electronic photo was provided for review. The photo show clinician holding a dilator, which appears blurred and difficult to identify. An opened tray is partially visible, and several surgical instruments arranged on the table, including a syringe, an introducer needle, a guidewire hoop, scissor, and a scalpel blade. No anomalies were noted. Therefore, the investigation is inconclusive for the reported difficult to flush and device contamination issues the as the provided photo was not sufficient to confirm the reported issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B7, g3, h6 (component, method, result, conclusion) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.